Event description:
The customer reported an elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. An initial result of 1.33 ng/ml was obtained and considered critical as the laboratory protocol is to reflex troponin results greater than 0.5 ng/ml. The reflex result was 7.47 ng/ml therefore, the sample was retested in duplicate and generated results of 1.23 ng/ml and 1.20 ng/ml. These results were also considered critical. The sample was reflexed again and produced a result of 1.27 ng/ml. The original result was not released from the laboratory. There was no patient consequence or change in patient treatment associated with this event. The result of 1.23 ng/ml was released from the laboratory. The patient¿s sample was collected in a sodium heparin plasma tube and centrifuged at 3,750 rpm (rotations per minute) between 7-9 minutes. The sample was less than one hour old prior to analysis and considered to be in good quality. No quality control (qc) issues were noted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) performed a preventative maintenance (pm) and noted bubbles in the wash pump. The fse replaced the fluidics manifold and the wash pump seal, and switched the o-ring between the wash pump and valve to resolve the bubble issue. A routine system check and a high sensitivity system check were performed. The high sensitivity system check failed due to a high flier. The fse then discovered that the vacuum pump was leaking due to a loose screw to the peristaltic pump tube. The fse tightened the loose tubing. The fse also made an adjustment to the mixer motor speed and lubricated the tensioner. All verification testing (including a high sensitivity system check, a 46-replicate precision test and assay quality control) all passed within published performance specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as multiple repairs resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event since several hardware issues were addressed. Beckman coulter continues to track and trend any incident related to this issue.